Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. Final conclusion: without samples or more information we are not in position of studying if the affected product does not fulfill the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample or more information is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with novosyn violet. It was reported that there was an issue with the novosyn violet suture. The customer reported "thread get wrap spiral during seam". Larynx surgery. This was a test as the customer wanted to order our suture. The customer discarded all of the samples. No patient data or information. Batch is not comprehensible or available.